Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a rash occurred. A 2.25x16mm taxus express2 atom stent was deployed in the proximal obtuse marginal (om2). In2009, the pt returned for a repeat angioplasty. The pt mentioned that one day post the initial implant, the pt developed a rash. The pt has been seeing a dermatologist. Pt's status reported as "fine", but still has a rash. The relationship of the rash to the taxus express2 atom stent is unk.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.